Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed low battery alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, pump was monitored and functioned properly. No unexpected low battery alarms or replace battery now alarms noted during testing. Pump received with scratched case, cracked select button keypad overlay, stained keypad overlay, texture damage keypad overlay, stained serial number label, cracked retainer, pillowing keypad overlay, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got low battery alarm and replace battery now alarm. The customer's blood glucose was 12 mmol/l. The product was returned for analysis.